Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital due to recieving multiple shocks. The physician noted that the left ventricular lead exhibited loss of capture. The device was reprogrammed, the lead remained implanted.